Event description:
It was reported that pump displayed cartridge change error related to cartridge fit issue. There was no reported impact to the customer¿s blood glucose level. Customer removed cartridge and inspected o-ring, removed dislodged o-ring from pneumatic tap, cleaned area, reattached cartridge securely, and successfully completed load process with guidance from technical support, and customer planned to call back if error persisted, with no additional information received regarding the outcome of the event.